Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the patient connector. Patient was in fill four of treatment. Patient called in with fill complications and when pulling the pin out on the patient connector, the pin was removed and started to expel fluid. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.